Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.

Event description:
The iab was inserted into the pt in the cath labl on 3/20/97. The dr attempted to remove the iab on 3/25/97, but felt resistance. The cv surgeon was consulted and removed the iab without further difficulty. When the iab was removed, there was a clot in the balloon. Event complications: none from the event - rpt'd 4/1/97, 5/8/97. Pt current status: discharged on 3/28/97.